Event description:
Received info from patient's mother indicating patient was admitted to ER with high bg's (493) and dka. Patient has been released from ER according to mother.

Manufacturer narrative:
Product has not been returned for evaluation. Should new info become available a follow up MDR will be submitted.